Manufacturer narrative:
Result of investigation: during inspection of the returned laser, it was determined that the tr mirror is damaged and the hr mirror is defective. These defects are caused by user error. The event is filed under internal karl storz complaint ID: the event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that warning 0012:" desired energy level not achieved. Try different settings. If the error persists, contact service" came up after successful firing of the laser in surgery whilst operating at 220v. After 2 pulses at lowest recommended settings warning 012 came up again and info to carrie out safety check. No negative impact in state of health reported. New information from the customer was received novemeber 12.2025. There was no spare device available and the surgery was cancelled without a rescheduled date. It is uncertain whether the procedure was subsequently performed elsewhere.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).